Event description:
It was reported that the device was interrogated after patient received shock therapy but no vt/vf stored egms could be found on the device. Patient condition is good. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.